Manufacturer narrative:
Attempts to obtain additional information and for product return has been made. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this patient with a 21 mm pericardial aortic valve was explanted after an implant duration of five (5) years due to aortic stenosis. The explanted valve was replaced with a non-edwards valve. The patient expired on pod #4.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on leaflets 1 and 2 and wireform intact. Wireform of commissure 1 appeared distorted inward. Extrinsic calcific deposits were observed on the inflow aspect of leaflets 1 and 2. Host tissue on the stent circumference was heavy at the inflow aspect and minimal at the outflow aspect. Host tissue on the stent circumference formed a ring on the orifice of the inflow aspect. Calcification and host tissue contributed to stenosis. Wireform was exposed on commissure 3 and around leaflets 2 and 3 on the inflow aspect. Sewing ring was cut around the valve and sutures remained on the sewing ring near leaflet 1. Sewing ring fragments were not returned with valve. Mechanical damage was observed on leaflet 3 near commissure 1 on the outflow aspect and appeared to be serrated. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.